Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inappropriate atp therapy delivered due to non-ventricular tachycardia rhythm. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.